Manufacturer narrative:
Corrosion was noted throughout the internal components of the device.

Event description:
A micro drill medium straight attachment was sent for evaluation due to overheating during a tooth extraction procedure. The procedure was completed with the same device, no adverse event was associated with the device.